Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit with serial number (B)(6). The investigation determined that the anti-hcv g2 elecsys e2g 300 assay was performing within specifications. A review of the customer's calibration and quality control data confirmed that all results were within acceptable ranges prior to the event. The customer provided patient correlation data between the roche system and an external laboratory, which indicated a non-reactive result at the external site. No further complaints regarding the assay's performance were reported by the customer. Additionally, the facility successfully passed the cap b survey for the assay in june. The customer allegation could not be substantiated, and the investigation did not identify a product performance issue.

Event description:
The initial reporter alleged a false-positive result for one sample tested with the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit. The customer reported receiving a reactive result for the sample. The patient was redrawn, and the sample was tested at an external laboratory (quest), where the result was non-reactive. The customer's workflow involves reporting reactive anti-hcv results and sending the sample for confirmation.